Event description:
Edwards learned of a patient that required valve in valve replacement in aortic and mitral bioprosthetic valves after an implant duration of six (6) years and eight (8) months due to valve degeneration leading to stenosis. The procedure was done by transapical approach and it was successful. A 23mm transcatheter valve was implanted in aortic position and a 29mm transcatheter valve was implanted in mitral position. There were no reported complications following valve replacement.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.